Event description:
Customer stated that she was hospitalized due to high blood glucose. The current blood glucose reading is 195 mg/dl. Customer experienced vomiting, dehydration and diarrhea. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.